Event description:
It was reported that the patient presented with dizziness. It was noted that the right ventricular (rv) lead exhibited noise. No troubleshooting took place and the lead remains in use. No further patient complications have been reported as a result of this event.